Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as small bubbles and weeping. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a cream by a dermatologist. The patient does have a history of sensitive skin. Follow up indicated that the skin improved.